Manufacturer narrative:
Device was used for treatment, not diagnosis. Niikura, t. Et al (2012) backout of the helical blade of proximal femoral nail antirotation and accompanying fracture nonunion. Orthopedics 35(8):e1264-e1266. This report is for unknown proximal femoral nail antirotation, unknown quantity, unknown lot. Other number: UDI, unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article, niikura, t. Et al (2012) backout of the helical blade of proximal femoral nail antirotation and accompanying fracture nonunion. Orthopedics 35(8):e1264-e1266. This refers to a case of the backout of the helical blade. A (B)(6) man sustained a trochanteric fracture of his right femur. Fracture fixation using proximal femoral nail antirotation and autologous bone grafting was performed 7 months later. Bony union was not obtained and the patient's pain and limp persisted. The proximal femoral nail antirotation was revised to a long gamma 3 nail, and a u-lag screw was used to obtain better stability. Radiographic bony union was completed 9 months postoperatively. This is report 1 of 1 for (B)(4). This report is for an unknown (B)(4) proximal femoral nail antirotation (synthes, (B)(4)) and refers to the following: backout of the helical blade, fracture nonunion requiring revision surgery, pain and limp.